Event description:
It was reported to medtronic minimed that the customer experienced damage as crack on back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Proceed it by cutting unit open and perform visual inspection on connectors and electronic assembly. Battery tube connector plugged in properly into j7/pcb 1 and no moisture damage on electronic assembly noted during visual inspection. The original pcba 1 was installed in a test pcba 2. Powered the pump on using the battery simulator and no blank display noted. During visual inspection under microscopic investigation a crack was found across on the u8 and u7/pcba2 chip causing the blank display. Isolate to pcba2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concern of cracked case was confirmed during visual inspection. In addition, blank display was confirmed due to cracked u7 and u8 chip on pcba2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.